Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 498 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to unlocked lcd keypad connector. No further tests could be performed due to unresponsive keypad. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.